Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flows and red heart alarm. No visual display was seen on display screen. The event log displayed multiple low flows intermittent where the low flow estimator dropped below 2.5 liters per minute. The low flows were intermittent and due to physiological condition. The patient was stable and asymptomatic. The patient will continue with routine care.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s screen not displaying information during an alarm was not confirmed, as the heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. A log file was submitted for review, containing data spanning approximately 3 days (21mar2022 to 24mar2022 per timestamp). The pump maintained a speed above the low speed limit throughout the data. Intermittently, the flow value was observed to fall below the designed threshold; the appropriate low flow alarm was activated each time. No other atypical events were observed throughout the data, including on 22mar2022 at 11:00 (the date and time the patient stated that the alarm was heard but not seen). The root cause of the reported event could not be conclusively determined via this analysis. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook provides examples of the visual indicators active on the system controller¿s screen during all potential alarm conditions. Instructions for how to resolve all alarms, including low flow, are also detailed in this section. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.